Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was presented in clinic for a scheduled follow-up. Competitive atrial pacing was observed due to pseudo-pseudo-fusion. Interrogation of a non-sustained rv oversensing episode revealed a possible bigeminal rhythm where every true p-wave was being blanked by pvarp. Consequent atrial pacing was blanking the conducted ventricular events. A pvc was later noted, which caused the extended pvarp to catch the next p-wave in refractory. Programming changes were made and defibrillation therapies were turned off. The patient was entered into hospice care.